Manufacturer narrative:
Both cables mentioned on the initial MDR were returned to the manufacturer unused.(B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement dvi-m to hd15-f short cable shipped to site 10/07/2015. No parts have been received by manufacturer for analysis. On 10/15/2015 return requested. Replacement dvi-m to hd15-f 6ft min cable shipped to site 10/15/2015. No parts have been received by manufacturer for analysis. On 10/22/2015 a medtronic representative, following-up at the site, reported the cable that is frayed is the power cable for the monitor. Return requested. Replacement monitor power supply shipped to site 10/22/2015. Medtronic investigation of returned suspect monitor power supply finds that the cable has been pulled at the ferrite, exposing about an inch of the internal wires. The stranded shield wire is damaged with most of the strands cut. No bare conductors have been exposed. Otherwise, when connected to ac, the output measures in the normal range. Physical damage - cable-cut, damaged. Physical damage due to misuse. On 10/26/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed, hardware test failed. Video monitor power cord frayed and intermittently screen will blank out. The medtronic representative replaced video monitor power cord. Issue resolved. System performed as intended. (B)(4)

Event description:
A medtronic representative reported a site's navigation system monitor experiencing intermittent display. The camera chain dvi-vga (digital visual interface-video graphics array) cable to video out is frayed, as well as, when the screen is moved, the screen goes black intermittently. This was discovered during trouble-shooting for no input detected on the screen for an extended period of time. No further details were provided. There was no patient present when this issue was identified.